Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had to reset it every day. Sometimes the implantable neurostimulator (ins) would only charge to 50% and other times it would charge to 100%. Ins charging took more than 3 hours sometimes because they kept getting the message finished even though the ins was at 50% charge. Pt also complained that the controller took forever to maybe get to 100% charge for it took probably hours to get it to 100% charge. Pt noted they ended up getting frustrated and shut it off so they did not have the ins on for a while. Pts rep then reset the controller for them. Patient (pt) noted that they charged the controller all night and then they plugged the rtm (recharger) in to recharge at 7am and before their appointment at 11am it was almost got to 100% charge. During call pt verified no damage to the rtm or to the controller charging port. The issue was not resolved. A request was sent to the repair department to replace the rtm. Pt mentioned (B)(4) stating they had issues all along with ins charge frequency and it was bad but now it was worse. Pt had notified medtronic keith smith at one point and today the pt woke up at 4am and thought what was wrong with their legs and when they looked their ins charge was out eventhough they went to bed with the ins at 100% charge. The pt did not have their therapy settings turned on real high. Pt noted they had a ruptured disc and got surgery, they also had drop foot and restless legs so they took medication for restless legs and the ins helped it.